Manufacturer narrative:
Section d6b: explant date: not applicable, lens remains implanted, therefor not explanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, a foreign material was observed on the lens surface or in the lens during the procedure. The physician attempted to remove the foreign material using aspiration but was unsuccessful. A few days after the surgery, the foreign material was still present in or on the lens. There were no patient injuries, and no medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph that was evaluated. The picture showed a pseudophakic eye implanted with an intraocular lens (iol) claimed to be a tecnis oddyssey optiblue iol preloaded in the simplicity delivery system model drn00v. Observed was a lens with diffractive pattern and a whitish image claimed to be a whitish/glittering particle also observed between 2:00 and 3:00 in relation to the picture orientation. The nature of the particle, its potential root cause, and the its clinical impact could not be determined from a photograph assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.